Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged lost sensor alarm, rewind anomaly, no delivery/occlusion alarm, keypad unresponsive/button alarm, and charge/battery lasts less than expected found on (B)(6)2021. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected rewind anomaly, no delivery stuck key, nor battery related alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed rewind anomaly in the pump downloaded history. No stuck key alarm found in the history files or traces. Confirmed no delivery alarm during bolus on (B)(6)2021 at 20:30:05 and 21:40:56 in the pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6)2021 at 08:11:00, insert battery alarm on (B)(6)2021 at 08:29:37. These sensor related alarms were found in the pump history: lost sensor 1 alarm on (B)(6)2021 at 21:39:00, on (B)(6)2021 at 19:26:00, on (B)(6)2021 at 20:09:00, on (B)(6)2021 at 22:59:00, lost sensor 2 alarm on (B)(6)2021 at 23:16:00, device passed the keypad voltage test. Device communicated properly with test guardian link transmitter and test sensor. No communication anomalies noted nor lost sensor alarms noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay. In summary, insulin pump passed required testing. Customer alleged for rewind anomaly was not confirmed. Keypad unresponsive / button error alarm not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for no delivery/occlusion during bolus was found in the insulin pump history, however was not confirmed during testing. Customer alleged for lost sensor alarm found in the insulin pump history, however was not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not alarming for low reservoir. The customer stated that they had to rewind more than once to complete the rewind process successfully. It was also reported that they received no delivery alarms, batteries in insulin pump were depleting faster than usual and some keypad anomaly as well. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.